Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise due to post paced t-wave oversensing on the ventricular channel was observed via merlin at home transmission. The patient was asymptomatic. Programming changes were made. The patient was doing fine.